Event description:
Caller reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, such as using the tandem charging cable and wall adapter, and leaving the pump plugged in for 30 minutes, resulting in an unstable charge connection. Ultimately, a replacement tandem cable and wall adapter were sent via two-day shipping, with instructions to rely on manual daily injections if the pump battery depleted before the arrival of the replacement supplies.